Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. Varying pacing impedance measurements had been observed. The lead was successfully repositioned. The physician believed the lead dislodged when the patient moved their arm. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.